Manufacturer narrative:
The analyzer's serial number is (B)(6). The sample was requested for investigation. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys toxo igm results for 1 patient on a cobas 8000 e 801 module. The elecsys toxo igm result was 0.413 coi (negative). The toxo igg result was >650 iu/ml (positive). The elecsys toxo igg avidity showed low avidity. The sample was tested using the vidas (elfa) method, and the toxo igm result was 0.83 (positive). The unit of measure for this result was not provided. This result was believed to be correct.

Manufacturer narrative:
The calibration and qc were acceptable. The sample was received for investigation. The investigation results were: the elecsys toxo igm result was 0.480 coi (non-reactive). The elecsys toxo igg result was >650 iu/ml (reactive). The elecsys toxo igg avidity result was 58 avi% (low). The result with the in-house neutralization assay was neutralizable (remaining titer of 14.8%). The neutralization assay confirmed the presence of specific toxoplasma igg antibodies in the patient¿s sample. The biorad platelia toxo igm result was 1.25 coi (reactive). The mikrogen toxo igm recomline blot result was reactive. The customer's non-reactive result with elecsys toxo igm was reproducible. The investigation determined the sample results are consistent with a recent infection with toxoplasma gondii, which was captured by elecsys toxo igg but not by elecsys toxo igm with the provided sample. Product labeling states: "a negative toxo igm test result, also in combination with a positive toxo igg result, does not completely rule out the possibility of an acute infection with toxoplasma gondii", since "in some individuals toxoplasma igm-specific antibodies may revert to non-reactive levels within few weeks after infection with t. Gondii". The investigation did not identify a product problem.